Manufacturer narrative:
There has been no additional surgeon feedback linking the implant or instruments to the infection. No information was available to further investigate this issue.

Event description:
Surgeon reported that patient had an infection and limited range of motion.